Event description:
Lead dislodgement post implant. Lead removed the next day and sent directly to the manufacturer.

Manufacturer narrative:
The analysis did not reveal any sign of material or manufacturing problem. Particularly with regard to dislodgement mentioned in the complaint, the analysis did not show any deviations from the specification.